Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that his insulin consumption had gone up and that the vial of insulin that lasted him three days was now only lasting one day. The customer did not notice leaks. The bolus history matched the daily totals. The customer reported that the blood glucose had been good. He stated that he sometimes used a manual bolus instead of the bolus wizard. His basal rate had been changed but he stated he would have noticed sooner if that was the issue.